Event description:
Cusotmer reported that they were treated by paramedics due to low bg. Advise customer to see md regarding basal rates and bolus settings. Suggested customer to call md to discuss possible caused of low bg. Troubleshooting performed and pump is operating as designed.